Manufacturer narrative:
He user reported a high glucose event. The following example set was provided: 1(B)(6) 2025 8:56 am / sg: 154 mg/dl and bg: 244 mg/dl 2.(B)(6) 2025 3 hours later / sg: 147 mg/dl and bg: 252 mg/dl a review of the data management system (dms) revealed that on 1.(B)(6) 2025 at 8:56 am, sg was 77mg/dl and trending down. No bg was entered. 2.(B)(6) 2025 at 12:56 am, sg was 73mg/dl and trending up. No bg was entered. A review of the alert history revealed that the user did not receive a high glucose alert at the time of event because the sg never went above the alert level. The user didn't seek medical treatment and resolved the event by taking insulin.in an associated case of sensor inaccuract, user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. A review of the data management system (dms) showed variable glucose data with occasional sg/bg mismatch. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which most likely contributed to the inaccuracies observed by the user. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics and system review in dms confirmed that the user is still actively using the system. Type of investigation updated to 4114,4121. Investigation findings updated to 3231. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported experiencing a hyperglycemic event during which the system did not provide an alert because the sensor glucose did not exceed the configured alert level; at approximately 8:56-9:00 am, the sensor glucose was 154 mg/dl while the blood glucose was 244 mg/dl, and upon rechecking approximately three hours later the same day, the sensor glucose was 147 mg/dl and the blood glucose was 252 mg/dl. The user self-treated the event by administering insulin.